Event description:
On (B)(6) 2024, during a follow up, this 58-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized due to a stomach infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with serratia marcescens in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed vancomycin and cefepime (route, dosages and frequency not reported) to address the infection. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (brand and model unknown) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue backup hd therapy on an in-center basis upon discharge until the patient is cleared by his physician to continue ccpd therapy on the same liberty select cycler at home.